Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that they used the palindrome on a pt on (B)(6) 2010. When the pt went for holiday on (B)(6) 2010 he visited the local hospital for a flush and upon examination, there was a small crack of about 0.5mm along the catheter, just below the connection of the extension, catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.